Event description:
It was reported to the manufacturer that site has been facing communication issues with their wand. Troubleshooting did not resolve the issues. Good faith attempts to obtain additional info have been unsuccessful to date. Product is being returned to manufacturer for analysis.